Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, non-recoverable fault 86 occurred after docking. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and confirmed error 86 on the vision side cart (vsc). The tse suggested to hard power cycle the vsc. The customer confirmed that after the hard power cycle, the system booted up fine. The procedure was converted to laparoscopic surgery with no reported injury. Isi followed up with the initial reporter and obtained the following additional/updated information: the procedure was converted to laparoscopic surgery due to the non-recoverable 86 fault. It is unknown if the procedure conversion resulted in increasing the port size incision or adding additional ports.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the redundant core power tray (ipd) to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) has been issued requesting to have the isi device returned; however, at the time of this report, the product has not been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The redundant core power tray was analyzed and found to have no failure, however the error was confirmed and verified via error logs and system logs. This core redundant power tray assembly was installed and tested on an in-house system 1, programmed and system started at normal mode with no errors and failure message. The system was power cycled 12x and all tests passed. The assembly remained on the system idling for 5 hours in normal mode, with no failures and no errors. Both power supply 12v output voltages were checked, and it passed with 12.10 volts. Voltage, current, temp sensors, and fan speed sensors all passed with normal range. The complaint was not confirmed based on the field evaluation/failure analysis.

Event description:
Refer to h10/h11 for follow-up information.